Manufacturer narrative:
The device was not sent to the karl storz assessment and repair department for inspection. The error description provided by the customer, "blurred image", could not be confirmed. A precise analysis of the cause cannot be carried out, as the tipcam mentioned is not available to us for closer examination. Possible causes for the blurring at the edges described by the customer may be contamination or damage in the optical area. At this point in time, we are unable to determine the cause of image impairment. If the optics are made available to us for analysis, the report will be reopened, and an investigation will be carried out. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the endoscope image was blurry during procedure. It appeared as if the autofocus of the camera was not performing well. External monitors showed the same blur. No negative impact in state of health reported.